Event description:
Boston scientific received information that a boston scientific sales representative (sr) was called in to check this device as they patient had a recent fall. The reason for the fall is unknown. The patient had some atrial tachy response (atr) episodes stored in the arrhythmia logbook. The sr confirmed that there was capture and noted that the patient has their own intrinsic rhythm of 55 bpm.

Manufacturer narrative:
The sr confirmed that the atr episodes were appropriate and that there was no oversensing or any other issues. The programming will be changed to try and alleviate any additional mode switching from occurring.